Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed all labels were still intact with no physical damage found on the device. As a result of checking the log, it confirmed the alarm displayed cassette not attached properly and silenced . The investigation found the problem was not able to be duplicated. Based on evidence and investigation, the complaint allegation was unable to be determined. As a preventative measure, the dso sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave constant reattached set alarm. It is unknown if there was no patient, or clinician injury associated with this event.